Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a battery issue occurred. Additionally, the touchscreen was reportedly cracked. There was no reported adverse impact to the customer's blood glucose (bg) level. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues; however, no additional information could be obtained.